Event description:
Additional information was received that high impedance was seen on day of surgery for patient. No additional relevant information has been received to date.

Event description:
It was reported that the patient had complaints the vns never helped them and was having chest discomfort and throat discomfort. The physician is unsure of what the cause of the events may be. No additional relevant information has been received to date.

Event description:
Additional information was received from provider that patient did not receive any benefit from vns therapy and the cause of the patient's lack of efficacy is due to patient being a non-responder no additional relevant information has been received to date.

Manufacturer narrative:
F10. Health effect, e010901 inadvertently not listed on initial report.

Event description:
It was reported that in pre-op for a battery replacement surgery, the patient's impedance could not be read due to the battery being too low. The new generator was attached to the old leads and showed high impedance on a system diagnostic test. The surgeon attempted troubleshooting steps including removing the lead pin and wiping it off, performing a system diagnostic again, and reportedly scraping the lead pin, and performing a system diagnostic again both showing high impedance. The surgeon attempted to pull more of the lead out however much of the lead was still not visible and thus the surgeon did not note any fluid or breaks in the lead. The surgeon did note much scar tissue and noted that the leads appeared stuck. The lead was not revised at this time, the lead was cut and left in the patient's body. It was also reported that the battery has been dead for some time and the patient has not seen any changes in seizure control and that they do not feel the vns has been efficacious at this point. No further surgical intervention has been reported to date. No additional relevant information has been received to date.